Manufacturer narrative:
It was also reported that the patient experienced an extrusion of receiver/stimulator.

Event description:
Per the clinic, the patient experienced wound dehiscence and an infection at the incision site. Subsequently, the patient was hospitalized (date not reported) and treated with IV antibiotics (specific date and duration not reported). However, the issue could not be resolved. It was also reported that open circuits were noted on five electrodes. The device was explanted on (B)(6) 2025 and the patient was reimplanted with another cochlear device during the same surgery.